Event description:
It was reported that prior to the pta treatment procedure the tip of the symmetry small vessel balloon dilatation catheter was not securely attached to the catheter shaft. The device was not used in the procedure.